Manufacturer narrative:
Pump received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported by the customer that their insulin pump has a crack on the display screen. Customer's blood glucose level at the time 218mg/dl. Advised insulin pump would be replaced. No additional information is provided.